Event description:
This lead ((B)(6)) was intended for implant in the occipital region (off-label). Intraoperative testing found invalid impedance readings for two lead contacts. A new lead was used to complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.